Event description:
It was reported that there was failure to capture and oversensing. It was also noted that there may have been presyncopal episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.